Event description:
Reporter indicated that vns pt lost their voice after implant surgery. Stimulation has not yet been initiated. The pt has been referred to ent for evaluation. Treating neurologist and neurosurgeon plan speech therapy and do not plan to initiate stimulation until hoarseness resolves.